Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 27-feb-2023, UDI#: (B)(4); product ID: 37601, serial/lot #: (B)(4), ubd: 28-may-2020, UDI#: (B)(4). Initial reporter: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with infection. The ins was removed, and the extensions were cut off at the bottom of the lead to keep the leads protected. The surgeon planned to cap the leads the following weak in a separate revision surgery. It was noted new extensions and a new ins would be implanted when the patient was ready. The event was considered resolved at the time of this report. The patient was implanted for parkinson's disease.